Event description:
It was reported that a follow-up appointment, it was noted that the shock impedance measurement from the right ventricular (rv) lead was greater than 200 ohms in every position. The patient was hospitalized and a lead revision was attempted, but the subclavian vein was inaccessible so the physician aborted the procedure. The device data was forwarded to boston scientific technical services (ts) for review. Commanded shock testing was discussed to verify the shock impedance for a delivered shock. Additionally, the physician inquired the possibility of implanting a subcutaneous implantable cardiac defibrillator (s-ICD) system in conjunction with the currently implanted cardiac resynchronization therapy defibrillator (crt-d) system. However, the patient did not pass the s-ICD screening and ts stated that a s-ICD system would not be recommended alongside the current need for left ventricular pacing. Diagnostic imaging was performed to verify the lead connections prior to commanded shock testing, but the physician was unable to conclusively determine an appropriate connection. Therefore, another surgical procedure was performed where the physician re-screwed the leads securely back into the header. However, when 1.1 joule and 41 joule shocks were delivered, a code 1005 appeared, indicating an open circuit condition. This information was forwarded to ts and a rv lead replacement procedure was strongly recommended to ensure effective shock delivery. At this time, the device and rv lead remain implanted and in-service. The patient is stable. It was stated that due to clinical reasons, the physician elected not to perform surgical intervention and is continuing with close monitoring.

Event description:
It was reported that a follow-up appointment, it was noted that the shock impedance measurement from the right ventricular (rv) lead was greater than 200 ohms in every position. The patient was hospitalized and a lead revision was attempted, but the subclavian vein was inaccessible so the physician aborted the procedure. The device data was forwarded to boston scientific technical services (ts) for review. Commanded shock testing was discussed to verify the shock impedance for a delivered shock. Additionally, the physician inquired the possibility of implanting a subcutaneous implantable cardiac defibrillator (s-ICD) system in conjunction with the currently implanted cardiac resynchronization therapy defibrillator (crt-d) system. However, the patient did not pass the s-ICD screening and ts stated that a s-ICD system would not be recommended alongside the current need for left ventricular pacing. Diagnostic imaging was performed to verify the lead connections prior to commanded shock testing, but the physician was unable to conclusively determine an appropriate connection. Therefore, another surgical procedure was performed where the physician re-screwed the leads securely back into the header. However, when 1.1 joule and 41 joule shocks were delivered, a code 1005 appeared, indicating an open circuit condition. This information was forwarded to ts and a rv lead replacement procedure was strongly recommended to ensure effective shock delivery. At this time, the device and rv lead remain implanted and in-service. The patient is stable.